Event description:
It was reported that the occlusion pressure of the device is too low. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D9: 16-sep-2024. H6: evaluation codes updated. Device evaluation: one device was received. A visual inspection found the device was in used condition. During the functional testing, the customer's reported problem, occlusion pressure is too low, was confirmed by an occlusion pressure test. The cause was due to the downstream occlusion (dso) sensor. The dso sensor was replaced to correct the reported issue. Service history identified the complaint was not related to a previous service of the device within the review period.